Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(6).

Event description:
The evening of (B)(6) 2011, the patient reportedly became unconscious due to low blood glucose. The patient was reportedly administered glucagon by a family member and her blood glucose returned to normal. Prior to the patient losing consciousness, the patient had reportedly eaten a large snack. After bolusing the patient's blood glucose reportedly decreased to 42 mg/dl. A family member reportedly gave the patient juice, but the patient became unconscious. The family member reported that the patient was trending lower than usual for a couple of weeks. He reviewed the pump history and confirmed that the patient had not taken too much insulin. He confirmed that the patient did not prime while attached and the pump was not exposed to x-ray or MRI. The family member reported that he was not implicating the pump as a cause of the patient's low blood glucose. Customer support concluded that there was no indication of a product malfunction. This report is made based on the allegation that the patient experienced hypoglycemia while using insulin pump therapy.